Event description:
Safety device on needle did not properly work.

Manufacturer narrative:
Due to the customer not providing the correct batch number, we randomly selected a batch number for investigation and did not find any abnormalities. The final analysis suggests that it may be due to the accumulated work time of medical staff being relatively long and the workload being heavy, resulting in the failure to operate and use in a standardized manner.